Event description:
On (B)(6) 2022, post market surveillance was made aware that via a social media post it was reported that this patient on peritoneal dialysis (pd) using fresenius products had peritonitis about two years prior. The patient was noted to currently be on hemodialysis for renal replacement needs. There were no recorded allegations in the social media that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient confirmed he performed pd therapy with the fresenius cycler /fmc cassette. The patient stated he developed peritonitis (characterized by abdominal pain) in (B)(6) 2020 after staying for a week in his vacation cabin. The patient stated the event was not related to any product issues. The patient stated he did not disinfect the shower head at the cabin and showered twice during his stay. The patient attributed the peritonitis to contamination from the shower head. The patient was treated with antibiotic therapy and had the pd catheter (not a fresenius product) removed. The patient stated he was subsequently transitioned to hemodialysis and has had no adverse effects from use of fresenius products.